Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on pump module area of their cycler and fluid was discovered on the external of the cassette after ending their pd treatment. The patient reported receiving an m83 pump a vs. B volume alarm during fill 1 of 4 of treatment. The leak was not discovered during step 8 treatment complete it is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient was able to complete peritoneal dialysis treatment . The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient will be returned for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on pump module area of their cycler and fluid was discovered on the external of the cassette after ending their pd treatment. The patient reported receiving an m83 pump a vs. B volume alarm during fill 1 of 4 of treatment. The leak was not discovered during step 8 treatment complete it is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient was able to complete peritoneal dialysis treatment . The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional and corrected information: d.9, h.3, h.6. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a leak was found in the cassette film. The damage observed could be linked to the following causes: pump door sharply closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, or damage sustained during shipping or transportation of the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation; however the actual cause could not be established.